Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead dislodged. The lead was repositioned. No patient symptoms were reported. The patient was doing well post procedure.